Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(6) - failure (event) observed during analysis. Final analysis found that a partial lead was returned. An insulation abrasion was noted at 37.8 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device. Clavicular crush damage was noted at 34 cm to 36 cm from the connector pin.